Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to vt detection <(>&<)> vf detection.

Event description:
It was reported that the patient passed away. Prior to the patient¿s death, there were some non-sustained episodes and a significant degree of right ventricular (rv) lead undersensing. As a result, the device did not see it as ventricular tachycardia (vt)/ ventricular fibrillation (vf), did not meet detection and ended up classifying it as non-sustained. It was noted that the amplitude of the r-wave had become too low for good sensing.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found.